Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 25 and 36 hours on the abdomen. It was noted that the pod detached from the adhesive and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the adhesive pad fully attached. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad's welds were inspected and no abnormalities were found. The device ran into a 0x1c alarm, indicating that the pump has reached the expiration time. This alarm does not correlate to the alleged symptoms. The device ran as expected.